Event description:
It was reported that during an endovascular aneurysm repair (evar) procedure, removal difficulties were encountered. Vascular access was obtained via a brachial artery. The patient was undergoing repair of an abdominal aortic aneurysm (aaa). A non bsc stent graft device was placed in the abdominal aorta and a non bsc covered stent was then deployed in the superior mesenteric artery (sma). The ultra-thin diamond balloon catheter was advanced into the covered stent and inflation was performed in order to "flare" one end, ultimately apposing the covered stent to the graft to prevent leaks. The ultra-thin effectively flared the stent and while attempting to pull it back through the 8fr non bsc long sheath, resistance was noted. The device was advanced to a larger vessel where the physician felt it was safe to re-inflate and deflate the balloon. This was done several times in addition to rotating the balloon shaft slowly during withdrawal into the sheath; however, the same issue occurred when removal was again attempted. The sheath and balloon catheter were removed together as a unit. As the physician had intended to also stent the patient's renal artery, a second access site had to be obtained in the patient¿s groin area. Upon removal of the ultra-thin balloon, it appeared the balloon has not rewrapped properly. There were no additional patient complications reported and the patient's status is stable.

Event description:
It was reported that during an endovascular aneurysm repair (evar) procedure, removal difficulties were encountered. Vascular access was obtained via a brachial artery. The patient was undergoing repair of an abdominal aortic aneurysm (aaa). A non bsc stent graft device was placed in the abdominal aorta and a non bsc covered stent was then deployed in the superior mesenteric artery (sma). The ultra-thin diamond balloon catheter was advanced into the covered stent and inflation was performed in order to ¿flare¿ one end, ultimately apposing the covered stent to the graft to prevent leaks. The ultra-thin effectively flared the stent and while attempting to pull it back through the 8fr non bsc long sheath, resistance was noted. The device was advanced to a larger vessel where the physician felt it was safe to re-inflate and deflate the balloon. This was done several times in addition to rotating the balloon shaft slowly during withdrawal into the sheath; however, the same issue occurred when removal was again attempted. The sheath and balloon catheter were removed together as a unit. As the physician had intended to also stent the patient's renal artery, a second access site had to be obtained in the patient's groin area. Upon removal of the ultra-thin balloon, it appeared the balloon has not rewrapped properly. There were no additional patient complications reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the returned complaint device was received inside another manufacturer¿s sheath. The balloon was partially inflated with liquid. In this state it was not possible to remove the device from the sheath. The device was attached to an inflation device and inflated to its rated burst pressure (rbp) of 10 atmospheres, a vacuum was pulled and the balloon deflated and refolded into the correct orientation. It was then possible to remove the device from the introducer sheath while gently rotating the catheter in a counter-clockwise direction. A visual and tactile examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the dfu states that this device is recommended for percutaneous transluminal angioplasty (pta) of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae; however, the device was used to post dilate a stent in the superior mesenteric artery. (B)(4).